Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4)/(B)(4).

Event description:
It was reported that the patients device did not work for her. The patient underwent an implantable pulse generator (ipg) and lead replacement procedure. The explanted products will not be returned per hospital policy. No further information has been obtained despite good faith efforts.